Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger .product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), analysis of the desktop charger (B)(4) revealed the connector pins were bent/broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported the patient¿s equipment was not working. The patient clarified that thegreen light does not come on the desktop charger. The patient had tried multiple outlets in her house, but the green light does not light up. Additionally, it was reported that the ins recharger (insr) does not work and explained that no boxes are shaded on the bottom when she is charging the ins. The patient also reported that she has been experiencing and increase in pain since the ins hasn¿t been charged last week. The patient confirmed that there was no issue with the patient programmer. The patient was transferred to repair for a replacement insr and desktop charger (dtc). No further complications were reported/anticipated.